Manufacturer narrative:
Device was used for treatment, not diagnosis. Correction: it was documented in the initial report that the assignable root cause was determined to be due to wear from normal use and servicing over time. However, subsequent investigation that included service history review and/or the device history review indicated that normal wear was not appropriate as the root cause as the device had been previously serviced within the recommended service interval timeframe. Therefore, the assignable root cause was corrected from normal wear from use and servicing to premature wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the coupling toll side of the air reamer drill device was loose, the motor power was too low, and the housing was leaky. It was noted that the motor was running rough, the housing had a crack, and the coupling shaft was broken. It was further determined that the device failed pretest for check power with test stand, and check function of forward / rewind. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.